Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the ICU that a channel error/disconnect followed by a "red light error fault" occurred on three separate channels during use on a critically ill patient. The customer stated, that the event occurred when the pole on which the pump was mounted was barely moved.